Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on september 8, 2009 alleging an "er2" issue with her onetouch ultramini meter. The reported issue first occurred when she woke up, in the previous month at 7:45 am. She claimed she became really dizzy, jittery, shaky, and "passed out" 2 hours after the reported issue occurred. It was noted that the patient consumed more food/drink later the same day. No blood glucose results or other forms of treatment were reported. According to the troubleshooting performed with customer service, the "er2" was resolved with training. It was noted that the patient was using the incorrect testing technique. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly became hypoglycemic 2 hours after the "er2" issue occurred. There was no indication that the product malfunctioned since the reported issue was resolved with training.